Manufacturer narrative:
This device is used for treatment, not diagnosis. It was determined that the lot number provided is not a valid synthes lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history records could not be completed as the lot number is not a valid synthes lot number.

Event description:
It was reported that the surgeon was drilling the first hole with a brand new drill bit and it broke after the far cortex was drilled during an open reduction internal fixation of the segmental midshaft femur fracture. The surgeon stated that the bit was not being torqued and should not have broken. The broken piece was removed without difficulty and the rest of the procedure was completed without complications. The surgeon was using power at the time the drill bit broke. This is report 1 of 1 for complaint # (B)(4).